Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done.

Event description:
It was reported that before an unknown surgery, they opened the packing and noted the inner packing (sterile packing) was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 8/19/2022. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the b12lt was returned outside its package opened. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted to have a dent in the tyvek. The sterility was not compromised. All ethicon product is 100% inspected prior to release. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.